Event description:
During a heart catheterization with atherectomy the 1.5mm burr for the rotolink plus system would not advance and was found that the burr connected to the advance was faulty (attempted with (2) 1.5mm burrs).